Event description:
A report was received that the patient experienced pain at the battery site and felt the battery was protruding. The patient underwent a battery replacement.

Manufacturer narrative:
.

Event description:
A report was received that the patient experienced pain at the battery site and felt the battery was protruding. The patient underwent a battery replacement.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected. It was physician¿s preference to replace the ipg. The patient had no charging issues. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.